Event description:
It was reported that the patient experienced shocking sensation at random times. It was also mentioned that the patient developed an infection at the implantable pulse generator (ipg) and lead sites. The patient went to the emergency room (ER) due to severe pain, urinary tract infection (uti) and e. Coli bacteria. The physician determined that these came from the spinal cord stimulator (scs). The patient underwent an explant procedure wherein all device components were removed. The patient is doing well postoperatively. The explanted devices were not returned due to hospital policy. Additional information was received that the patient's infection was device related and was not procedure related.

Manufacturer narrative:
Correction to the initial MDR in block b5.

Event description:
It was reported that the patient experienced shocking sensation at random times. It was also mentioned that the patient developed an infection at the implantable pulse generator (ipg) and lead sites. The patient went to the emergency room (ER) due to severe pain, urinary tract infection (uti) and e. Coli bacteria. The physician determined that these came from the spinal cord stimulator (scs). The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively. The explanted devices were not returned due to hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. The following products were distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2138700. Model: sc-2138-70. Serial: (B)(6). Batch: a39795. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2138700. Model: sc-2138-70. Serial: (B)(6). Batch: a37424. UDI: (B)(4).

Event description:
It was reported that the patient experienced shocking sensation at random times. The patient underwent an explant procedure wherein all device components were removed.